Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced intermittent connect to power alarms while on battery power. This issue occurred with different batteries and battery clips. The alarm recurred while the patient was in clinic, and the white power cable lead flashed yellow at the time. A "connect to power" message was displayed on the system controller screen. The patient was seated in a chair, not moving at the time. The alarm cleared on its own with no external intervention. Manipulating the power cable did not reproduce the alarm. The system controller was replaced. No alarms were noted post exchange, and the patient was stable before, during, and after the exchange. Log file review revealed several low voltage advisory and hazard events while using battery power on the white power lead of the system controller, as well as power cable disconnect events on the white power lead.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of intermittent power cable disconnect and low voltage alarms was confirmed via analysis of the log files; however, the alarms were not reproduced during testing. The system controller event log files contained data spanning 4 days combined (11apr2025 to 14apr2025 per the timestamps). Intermittent power cable disconnect, and low voltage advisory alarms that were not associated with power source exchanges or normal battery depletion were active from 05:56:44 and at 22:35:00 on (B)(6) 2025 to 10:28:35 on (B)(6) 2025 due to the relative state of charge (rsoc) voltage dropping. The atypical alarms occurred on both the black and white power cables in the log files. The log file also captured atypical low voltage hazard alarms at 05:57:03 and at 22:35:00 on (B)(6) 2025, and at 08:23:08 on (B)(6) 2025 due to the rsoc voltage on both power cables dropping to approximately 0v. The atypical alarms occurred while exclusively connected to 14v batteries. The alarms resolved themselves due to voltage being restored. There were no other notable alarms or events active. The pump maintained speed within the expected range throughout the log files. The returned system controller (serial number: (B)(6) was functionally tested and found to operate as intended during analysis. The system controller operated a mock circulatory loop while connected to battery clips and 14v batteries without any issues or atypical alarms produced, including when the power cables were manipulated by hand. Provided information stated that multiple different batteries and different battery clips which did not resolve the alarm conditions and attempts were made to reproduce the alarm to no avail. The system controller was exchanged, and no alarms were noted following. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed for the heartmate 3 system controller (serial number: (B)(6) and found to have passed all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly exchange between all power sources. Additionally, this section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.